Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient said their bladder is not working well; they had a return of symptoms. The patient is getting the urge to void, but they are not releasing and they are just dribbling out. The patient sometimes has the urge to void, but they can't go. Instead, the patient catheterizes and noticed that they've had to catheterize more. Patient saw their healthcare provider (hcp) on (B)(6) 2018 and said they tried all four programs; they left it on program 4 because it was giving them relief on their back (back problems were prior to implant). Patient thinks they have so much swelling that the nerves are compromised which is why they are having bladder issues. As a result of what was reported, an email was sent to a manufacture representative (rep) to arrange and get the ins checked and for a possible reprogram. The patient also mentioned getting shocked after switching to a different program; they didn't decrease amplitude which was why they got shocked. No further patient complications have been reported as a result of this event.